Manufacturer narrative:
Citation: ruile p impact of the type of transcatheter heart valve on the incidence of early subclinical leaflet thrombosis eur j cardiothorac surg. 2018 apr 1;53(4):778-783. Doi: 10.1093/ejcts/ezx459. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of the type of transcatheter heart valve on the incidence of early subclinical leaflet thrombosis. All data were collected from single center between may 2012 and december 2016. The study population included 629 patients (predominantly female; mean age 82 years), 35 of which were implanted with medtronic corevalve and 56 patients were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included: stroke, moderate paravalvular leak (pvl) and leaflet thrombosis. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.